Event description:
It was reported that the patient had their device die on them not battery related and that it just quit on the patient and that it didn¿t go to term. The patient¿s first implantable neurostimulator (ins) lasted 4 years.

Manufacturer narrative:
Product ID 3093-28, lot# j0454586v, implanted: 2004 (B)(6); product type lead product ID 3031a, serial# (B)(4), implanted: 2004 (B)(6); product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2004 (B)(6), explanted: 2008 (B)(6); product type extension product ID 3095-10, serial# (B)(4), implanted: 2004 (B)(6), explanted: 2008 (B)(6); product type extension. (B)(4).